Event description:
On june 24, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. This MDR is a result of retrospective review of complaints.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on the (B)(6) 2024, which was 31 days after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was tested in-house, but the failure mode could not be reproduced during the return product analysis testing. This may occur in some instances where the failure mode that presents itself is in the body is not reproduced in the lab. A review of the raw sensor data showed a significantly low signal level since the insertion. The potential root cause for such failure mode may be related to an issue with the in-vivo state of the sensor hydrogel which is not reproduced in the lab. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 20 sepetmber 2024. D9. Is this device available for evaluation? July 19, 2024. G3. Date received by the manufacturer? 16 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.